Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the leak was identified to be uneven distribution of solvent on the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14a029 was manufactured january 15, 2014 ¿ january 16, 2014. The sample was received for evaluation. A visual inspection did not identify any abnormalities. During fill, leak was visually observed at the junction of the tubing and the stress-member right next to the fill-port. No leak was observed directly on the fill-port. The cause of the nonconformance is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from the fill port. This occurred after filling the device with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter address (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.